Event description:
18 patients were thought to have symptoms of hypocalcemia after being treated with this product. Symptoms noted as numbness and hypotension. All treatment was stopped by rn. No one was hospitalized. Facility contacted the patients over the weekend and all were fine.